Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic weight loss procedure, there was poor staple formation and the proximal staple line was incomplete. The surgeon had to oversew in order to fix the issue and complete the case. There was blood loss greater than 500cc - there was no need of blood transfusion. The patient has no injury.